Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of (43, 161, 235 and 241 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.